Event description:
Patient's representative reported "recalled implants, high fever and the right breast was warm and hard, pain and an intracapsular rupture was found by radiological check". Diagnosed by MRI and mammography. Device was explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported "recalled implants, high fever and the right breast was warm and hard, pain and an intracapsular rupture was found by radiological check". Device was explanted. This relates to the right side.